Event description:
Additional information was received on (B)(6) 2012, when it was reported that the allegation of the device not working was made by the patient who believed the device was at end of service and had been for years. The patient wanted to have it removed as it was at end of service and was more bothersome in terms of making dosing appointments, having diagnostics performed, etc. The physician's office did not know when or if surgery was scheduled and did not have any other information to provide. A battery life estimation was performed using the patient's data available in the manufacturer's in-house database however the data was only available for the first 7 months following implant and the result indicated it had several years remaining until it was at end of service.

Event description:
It was reported by a surgeon's office that a patient's device was causing pain and she wanted it removed as it was no longer working. It is unknown exactly what type of pain is being caused or how it was determined that the device was not functioning. The patient had previously reported that the device was causing constant pain in her neck however it is unknown if this current report of pain is the same as the previous report of neck pain. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history, diagnostic history, and battery life estimation performed.

Manufacturer narrative:
.